Manufacturer narrative:
Clarification to e.1. Phonme number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was presented with symptoms of blurred vision after receiving 1 cc of juvéderm® voluma¿ xc. After treatment the patient felt abnormal visual and saw a black spot in their eyes. The patient still has blurred vision, and hyaluronidase was administered to dissolve the filler around ck1. Additionally, the healthcare professional reported that the patient was injected with 2 syringes of juvéderm® voluma¿ xc in the ck1 (anchor) sharp needle 0.1 +0.1 cc and ck4 0.7 cc for each site. The patient stated that they still had seen some floating before.

Event description:
No additional information reported.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1.